Manufacturer narrative:
A4: additional information.

Event description:
Blood cultures resulted positive on (B)(6) 2018. The infection cultures noted enterococcus faecalis. The infection was treated with IV for several days then oral linezolid. No signs or symptoms of infection currently.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was admitted due to a major infection. Cultures obtained noted bacteremia. The patient was started on intravenous (IV) vancomycin. Blood cultures obtained revealed the infection cleared up quickly. The patient was discharged on (B)(6) 2018.